Manufacturer narrative:
Per the clinic, prior to explantation if the device, the patient was treated with topical antibiotic ointment at the implant site however the issue could not be resolved.

Manufacturer narrative:
This report is filed march 11, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in the decision to discontinue use of the device. Explantation is planned; however, has yet to occur. Additional information regarding treatment has been requested but not made available as of the date of this report, march 11, 2016.